Manufacturer narrative:
(B) (4).

Event description:
It was reported that there was a problem with the recharging system. The last successful charge was two weeks before the report. There were coupling and/or communication issues noted. The implanatable neurostimulator (ins) could be flipped. The flip was not confirmed. The patient did note that 2.5 weeks before the report she turned over in bed and felt a sharp pain in the pocket area, but that subsided. The recharge did not appear to be functioning appropriately. Two weeks ago the patient got 8 coupling bars very briefly, and then lost all 8 bars. The pocket appeared to be 1cm or just a little deeper. The ins could be palpated and felt all sides of the ins easily. The ins was not tilted. The patient was charging only over the skin. X-rays confirmed the ins was flipped. The patient was scheduled to have surgery to flip the device back over.